Manufacturer narrative:
October 29, 2015 11:50 am (gmt-4:00) added by (B)(6): the investigation of the returned printed circuit monitoring board reproduced the reported error codes, indicating an internal 12v power failure and barometer pressure failure. The cause to the fault was found to be a faulty pressure transducer on the board. The pressure transducer measures the barometric pressure supplied to other subunits in the system. The generated technical error code was a consequence of the faulty transducer. Earlier investigations determined that a failure of the barometric pressure transducer can disable the internal 12 v power supply and as a consequence to stop of ventilation. A design change was implemented march 2008 to eliminate failure of the internal 12v power supply, when the barometric pressure transducer fails. The returned printed circuit monitor board was manufactured in 2005. The reason why the pressure transducer failed has not been determined. (B)(4).

Event description:
It was reported that the ventilator generated technical errors indicating +12v internal power failure and barometer pressure failure. There was no patient involvement. (B)(4).